Manufacturer narrative:
Investigations found no failure. The xtr telemetry system recognized an episode of bradycardia and asystole. Also generated those alarms in the xhibit log, during the event. This report is considered complete.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2021, that device had a failure to alarm for asystole. No injury was reported with this event.